Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device was losing power was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had intermittent operation. The assignable root cause was determined to be due to improper maintenance. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, the battery oscillator device power was weak. According to the reporter, the batteries were changed, however the surgeon still struggled to cut through the bone due to its losing power and not working properly. During an in-house engineering evaluation, it was determined that the device had foreign substance/debris/cleaning/sterilization, component damage, intermittent operation, unknown liquid in the sub-assemblies, excessive debris and water liquid in the sub assemblies, the motor drew too much current and the voltage dropped excessively. It was further determined that the device failed pretest for check function of the device. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.